Event description:
It was reported that the video system center "scope was not working with the old processor". The issue was found during an inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: b5, h4, h2, h6, h11. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center's image was not coming on screen.